Manufacturer narrative:
(B)(4): batch # m54c57. The batch and lot history records were reviewed and the manufacturing criteria were met prior to the release of this batch and lot. Additional information was requested and the following was obtained: where within the gap setting scale was the orange indicator prior to firing? Yes. What confirmation was received that the device was fully fired? A crunch. Were there any staples missing from the staple line? No. What was the shape of the staples (b-formation, irregular, legs straight)? They were nearly legs straight. With the legs bent parallel but not into the tissue. Were there staples seen laying in the surgical field? What do you mean by laying in the surgical field? The staples were laying on the tissue but it did not do b-form and the surgeon had to remove them and hand sewing the tissue. Did the device cut? Yes. Was the cut line fully circumferential around the target tissue? Yes. If the device fully cut, were both tissue donuts present? Yes. If the device fully cut, were both donuts complete? Yes.

Event description:
It was reported that during a colectomy procedure, the surgeon used the device to anastomose the ileum side-to-end. There were several staples malformed with the legs bent but not into the tissue. The surgeon checked the staple line and hand sewed the tissue. There were no adverse consequences for the patient reported. One device was discarded.